Event description:
It was reported that the bd ultra-fine¿ pro pen needle does not attach. The following information was provided by the initial reporter, translated from mandarin chinese to english: the outer cover of pen needle #(B)(4) is not adaptation with needle seat.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-feb-2023. H6: investigation summary one open 32g x 4mm pen needle sample and one photo were returned from lot. No. 2074826, cat. No. 320566. A functionality test was carried out on the returned samples as per q-sop-183-dl and a loose hub in cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue was most likely caused by an interference fit between the hub and the cover.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle does not attach. The following information was provided by the initial reporter, translated from mandarin chinese to english: the outer cover of pen needle #: 320566 is not adaptation with needle seat.